Event description:
The caretaker lowered the head of the bed with the electric control. A loud pop was heard and the mattress/spring portion of the bed fell. The left side of the springs was several inches lower than the right side. After the event the pt was on an unlevel surface. The legs of the bed were found to be bent after the event. No product age, date put into svc, or maintenance is known.